Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient questioned device function in response to activity and settings of the device. The patient mentioned he noted being short of breath, unable to walk distances or bike as before, and questioned if this was related to the device. The patient's spouse reported the patient "has felt bad since device implanted" and is still fatigued. The device remains in use.